Event description:
Caller reported a cartridge alarm issue with the pump. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump, ensured it was within warranty, and arranged for a replacement with updated software to be sent to the customer. The caller was advised to use multiple daily injections (mdi) as a backup therapy. Instructions were provided about storage mode, and the caller was instructed to return the problematic pump within 10 days using a pre-paid shipping label. The caller acknowledged all instructions given.